Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother was experiencing an usual issue when attempting to check her blood glucose with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. She reported that when her mother inserted the strip in the meter, it would revert to the meter's main menu instead of allowing her to complete a blood test. She stated that her mother manages her diabetes with a combination of metformin and glipizide and due to the alleged issue denied making any changes to her usual treatment. The patient's daughter claimed at an unspecified time after the alleged issue started, her mother felt "cold sweats and was not eating". Reportedly at noon, on (B)(6) 2011 her mother was in the emergency room (ER) where only her blood glucose was tested. The caller could not recall result obtained. During the initial call with customer service, the agent noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Follow-up # 1 (11/19/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.